Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer repeated the fill tubing step to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 84-94 mg/dl.